Event description:
Reportedly, during the rinse of the valve, prior to patient contact, the technician noticed a hair like filament on the underside of the valve., so valve was not implanted.

Manufacturer narrative:
Device not reutnred.